Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-17352 and 1627487-2013-17354. It was reported during an anchor replacement procedure (reference MFR reports: 1627487-2013-16332 and 1627487-2013-16333), the physician cut one of the existing scs leads. Subsequently, the physician explanted the lead and was unsuccessful in implanting a new lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.